Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
It was reported that the patient experienced a performance decrement; however the issue could not be resolved. It was also reported that the patient experienced migration of the electrode array. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on december 20, 2018. (B)(4).